Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned on 10/21/2014 and 10/30/2014, evaluated by lifescan product analysis on 11/19/2014 and 12/3/2014 respectively with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Based on the information provided, there is no indication the product issue caused and/or contributed to an adverse event. The patient¿s reported symptom of ¿feeling unwell¿ does not meet lfs¿s criteria for a serious injury and the patient had become symptomatic prior to obtaining the alleged inaccurate result. The patient did not receive any treatment from a healthcare professional for a blood glucose excursion. This case is being reported because the alleged result of "lo" is unlikely to have been accurate given that the patient was in a conscious state and was able to self-administer treatment.

Manufacturer narrative:
Correction to incident description: on (B)(6) 2014 the lay user/patient¿s husband contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio iq meter read inaccurately low compared with her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that on the morning of (B)(6) 2014 the patient had developed a symptom of ¿feeling unwell¿. The reporter claimed that the patient tested her blood glucose at 07.08am that morning, after her symptoms had developed, and obtained a result of ¿lo¿ (less than 20mg/dl), which the patient felt was inaccurately low in relation to how she was feeling. The reporter detailed that the patient manages her diabetes by self-adjusting her insulin doses and that on (B)(6) 2014, in response to her symptoms, she treated herself with ¿two to three sips of (B)(6)¿, between 07:08am and 07:13am and performed a further blood glucose test at 07:13am, which produced a result of ¿129mg/dl¿. The cca noted that at the time of the inaccuracy the meter had been set to the correct unit of measure and that the test strips were not expired and in good condition. The cca documented that the reporter did not have control solution available to perform a control solution test. Replacement products were sent to the patient based on the information provided, there is no indication the product issue caused and/or contributed to an adverse event. The patient¿s reported symptom of ¿feeling unwell¿ does not meet lfs¿s criteria for a serious injury and the patient had become symptomatic prior to obtaining the alleged inaccurate result. The patient did not receive any treatment from a healthcare professional for a blood glucose excursion. This case is being reported because the alleged result of "lo" is unlikely to have been accurate given that the patient was in a conscious state and was able to self-administer treatment.